Event description:
Account experiencing discrepant troponin t results. One pt example provided. Initial results 0.032 ng/ml, repeated twice giving <0.010 ng/ml each time. Initial result was reported. No information provided to determine of results were used to guide therapy. The field service rep was unable to determine root cause. Performance tests performed which were within specification.